Event description:
It was reported that a collimator detached and fell from a legacy overhead tube suspension. The collimator swung from the cables that are attached and came to rest on the spot film device. There was no injury reported. Due to the weight of the collimator, the concern is for a serious injury if the collimator were to contact a pt or operator.

Manufacturer narrative:
Ge field engineer (fe) initial investigation revealed that the set-screws that attach the collimator to the x-ray tube were not fully engaged, allowing the collimator to detach. A review of previous preventative maintenance activity by the fe revealed no observations regarding loose collimators. The fe reattached the collimator to fix the site.